Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating a speaker error. There was no sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and the customer requested onsite repair. A philips field service engineer (fse) was dispatched and confirmed that the speaker assembly required replacement. The fse replaced the speaker to resolve this issue. (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.